Event description:
This is a report of a home patient (hp) who experienced a system error 2367 (resume error, critical error found) on the homechoice. This occurred during dwell two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.